Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, discomfort, stiffness, burning ,rupture, contracture, presence of fluid, nodules and cysts.

Event description:
Patient reported "pain, discomfort, stiffness, burning, rupture, contracture and presence of fluid" and "recall" against right side device. The events of "nodules, cysts" identified via ultrasound are not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Health professional later reported "liquid collection permeating the silicone, suggesting fracture with permeating liquid" and "an increase in the anteroposterior diameter, with a tendency towards a spherical shape and accentuation of the folds, in addition to a slight thickening of the fibrous capsule" suggesting capsular contracture, baker grade IV via MRI.